Manufacturer narrative:
Updated fields: b4,e1(event site state), g1, g3, g6, h2 , h6, h11.

Manufacturer narrative:
Due to characterization limit e1 event site state: (B)(6). It was reported by the customer through emergency support program that the cardiosave intra-aortic ballon pump(iabp) had gas loss alarm that had alarmed 1 time. Registered nurse (rn) had troubleshot this alarm by switching out to another cardiosave pump, which resolved the alarm.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra-aortic ballon pump(iabp) had gas loss alarm that had alarmed 1 time. Registered nurse (rn) had troubleshot this alarm by switching out to another cardiosave pump, which resolved the alarm. No harm or injury to the patient was reported.